Event description:
It was reported that the device pressure and cassette sensor were defective. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No, the device has not been in before for repair related to the customer stated problem. Functional tests were performed. A visual test found a missing downstream occlusion (dso) seal. The customer problem was duplicated as the device alarms ¿cassette not properly attached.¿ to solve the issue, the dso seal and sensor will be replaced.